Event description:
The facility's biomedical engineering dept reported that a pump was involved in an overinfusion of heparin requiring administration of protamine sulfate in 4/2003 at 6pm, the pump was programmed to infuse heparin (concentration and bag size not specified) at a rate of 5ml/hr. Reportedly, in 2003 at 7:15am, "the rate changed" and at 8:20 am, the pump was found to be infusing at a rate of 200ml/hr. As a result, the pt received an overdose of 18000 units of heparin. The risk management dept reported that protamine sulfate (dose and route unknown) was given to the pt and no sequelae resulted. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, lab drawn, or set up of the infusion device.